Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father called in to report a crack on the keypad and that sometimes the device shuts off and has a blank display. The customer's blood glucose level was unknown. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days no blank display anomaly noted also, no damage was found on the lcd isolation tape noted. The insulin pump passed functional testing, including the operating currents test, self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, belt clip slot, minor scratched display window and missing the end cap sticker.